Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty retracting the foot was not confirmed during returned analysis. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue, patient effect and treatment appears to be related to circumstances of the procedure. Operational factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1069 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the physician broke the purple handles that allowed the footplate to then go to original position and allowed them to replace the gw and still be able to harvest the sutures to both prostyle devices. No additional information was provided.

Manufacturer narrative:
B5: correction describe event or problem: product description was updated. The devices mentioned in the procedure description was corrected.

Event description:
Subsequent to the final filed MDR report, the following information was corrected: the endovascular aneurysm repair (evar) interventional procedure was performed using proglide devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, during step four, the footplate was stuck and would not retract, and the devices could not be removed. This occurred with two prostyle devices. There was no resistance lifting the lever. The physician then broke the device at the guide to retract the footplates and allowed them to replace the gw and still be able to harvest the sutures. Too much tugging was done on the devices and the vessel damage occurred, the holes on the vessel got too big for the sutures. The sheath was upsized to a 16f, and the evar procedure was completed. A cut-down was performed to removed the devices. A cut-down and vascular clamps were used to repair the artery, and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.